Manufacturer narrative:
Approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due to cardiac arrest outside of the hospital. Per the account, the patient was found unresponsive and pulseless at home. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not be conclusively established. The patient expired on (B)(6) 2019 due to cardiac arrest and heartmate ii lvas was not returned for evaluation. The heartmate ii lvas IFU, document #10006960, rev. C, is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the event on this file.